Event description:
It was indicated in the clinic notes dated (B)(6) 2009 that the patient had previously had an increase in seizures the last three months. The staff member stated she was having about two to three seizures a week. These seizures were clustered having back-to-back seizures, or up to six seizures. Although, they were short in duration of less than five seconds. Previously when the patient was treated by a different physician prior to (B)(6) 2008, her seizure frequency was approximately two to four seizures per month.

Event description:
Clinic notes dated (B)(6) 2009 were received reporting that the patient had experienced an increase in seizures from one every three to four days in the last one and a half months to having at least four seizures per day. The normal and magnet mode output currents were increased as a result. Follow up with the physician's office revealed that the relationship of the increase in seizures to vns is unclear. No additional information was able to be provided regarding this event. Product analysis was previously completed on the patient's generator which revealed that there were no performance or any other type of adverse conditions found with the pulse generator. The pulse generator performed according to specifications.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not include this information.

Manufacturer narrative:
Adverse event or product problem, corrected data: the previous reports reported that vns settings were adjusted in response to the increase in seizure activity. As this is medical intervention, the seizures should be reportable as a serious injury. Outcomes attributed to adverse event, corrected data: the previous reports reported that vns settings were adjusted in response to the increase in seizure activity. However, the reports did not indicate that interventions were taken with respect to the adverse event.